Event description:
Physician reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, broken crease sharp on posterior, creases fold and non-penetrating nicks. Based on the device analysis, the final assessment is: a broken crease sharp on posterior side assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.